Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.